Event description:
Boston scientific received information that the patient was brought in for an early follow-up due to a suspected malfunction. Upon interrogation of the pacemaker, it was noted that this right atrial (ra) lead was not capturing at maximum output. The patient had sinus bradycardia and was symptomatic due to the loss of av synchrony. It was recommended to review the atrial lead as soon as possible.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Event description:
During a subsequent revision, it has been reported the lead was successfully surgically modified. No further information was received, as a boston scientific representative was not present during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.